Event description:
A call to technical services was made on (B)(6)2013 stated that this fidelis lead is on the verge of fracturing. There was noise on lead leading to storage of some nonsustained vf episodes. No additional information is available this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).